Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The device was returned and evaluated. In combination with our equipment scope and light source equipment, the following procedures were performed, but the phenomenon we noted did not replicate. ·repeated power on/off. ·continuous operation for a long time. ·scope extraction verification. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified therapeutic procedure, the subject device displayed a color bar, and the endoscope image was not displayed. The device was replaced with another similar device, and the procedure was completed with no health hazard to the patient.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the device functioned normally, and the reported image issues could not be reproduced or confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.